Event description:
User received discrepant albumin results for one patient sample. Initial result was 6.2 mg/dl, repeat result from another analyzer at the site was 4.6 mg/dl. Erroneous result was not reported and no patient treatment was administered due to result. The field service representative determined the channel was not dispensing reagent properly and replaced the reagent changeover valve. Performance tests were performed.